Event description:
It was reported that pump displayed recurring malfunction alarm with code 12, with no notable events occurring beforehand, however customer has reported at least 3 occurrences of same malfunction on this pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged shipment of replacement pump with updated software.